Event description:
Event was identified by the clinical events committee and deemed to be consistent with a mi. The pt underwent the index procedure with pre-treatment balloon angioplasty and delivery of an endeavor resolute rapid exchange (rx) drug eluting stent in the 2nd om. According to the cardiac catheterization report a mid vessel dissection occurred in the lad as the vessel was wired. Pre-dilation was performed and the lad was stented with three endeavor sprint rapid exchange (rx) drug eluting stents to tack down the dissection distally and treat the lesion proximally. The reestablishment of at least timi 2 flow to the artery was noted with good runoff distally. The angiographic core lab reported on a lesion in the 2nd om with a 10% final residual in-lesion stenosis with no dissection and timi 3 flow. The core lab further reported on a lesion in the prox lad with a 20% final residual in-lesion stenosis with no dissection and timi 3 flow with a notation of a spiral dissection after pre-dilation which was treated and completely covered with stenting. The pre-procedure cardiac enzymes drawn were a ck of 86 (nl 236, ratio <1) with a ckmb of 0.9 (nl 5, ratio <1). Post-procedure ck was 99 (ratio <1) with a ckmb of 4.6 (ratio <1). Approx 6 hours post procedure the ck was 230 (ratio <1) with an elevated ckmb of 25.3 (ratio 5.1). One day post index procedure, the ck was 255 (ratio 1.1) with a ckmb of 26.9 (ratio 5.4). The troponin levels were not done. The pre-procedure and post-procedure EKG tracings are available for cec review. The pt was discharged on asa and clopidogrel one day post index procedure. (Ref MFR # 2953200-2010-02647 and MFR # 2953200-2010-02649).

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).